Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for a review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information. To date, no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were all pieces retrieved? Or does surgeon believe a piece of trocar remains in the patient? Are all components of the broken device available to be returned? If not, were they discarded? Were there any patient consequences? If yes, please describe. Was there any change to the surgical procedure? Was there any change to the post op care of the patient? You reported this procedure as a thyroid procedure. To confirm, is thyroid procedure the correct procedure (as a trocar was used in procedure)? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the "thyroid" procedure, the device was found damaged during use. It was checked that the device was intact before use. Immediately looked for the damaged parts. For fear of omission, a film was taken beside the patient's bed. The patient has no damage and discomfort at present. No additional information could be provided. This case is from the health authority.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: a photo was received for a review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Attempts are being made to obtain additional information. To date, no additional information has been received. If the device or further details are received at a later date, a supplemental medwatch will be sent: did any pieces fall into the patient? If yes, were all pieces retrieved? Or does surgeon believe a piece of trocar remains in the patient? Are all components of the broken device available to be returned? If not, were they discarded? Were there any patient consequences? If yes, please describe. Was there any change to the surgical procedure? Was there any change to the post op care of the patient? You reported this procedure as a thyroid procedure. To confirm, is thyroid procedure the correct procedure (as a trocar was used in procedure)? An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the "thyroid" procedure, the device was found damaged during use. It was checked that the device was intact before use. Immediately looked for the damaged parts. For fear of omission, a film was taken beside the patient's bed. The patient has no damage and discomfort at present. No additional information could be provided. This case is from the health authority.

Manufacturer narrative:
(B)(4). Date sent: 3/28/2022. Additional information: this is an analysis for a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a sleeve broken off from the bottom side, the device present body fluids. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number 366a33/b12lt and no non-conformances related to the reported complaint condition were identified. Mfg. Date jul/21/2021. Exp. Date jun/30/2026. Additional information was requested and the following was obtained: did any pieces fall into the patient? If yes, were all pieces retrieved? Or does surgeon believe a piece of trocar remains in the patient? Are all components of the broken device available to be returned? If not, were they discarded? Were there any patient consequences? If yes, please describe. Was there any change to the surgical procedure? Was there any change to the post op care of the patient? You reported this procedure as a thyroid procedure. . To confirm, is thyroid procedure the correct procedure (as a trocar was used in procedure)? All answers above are unobtainable. Once there is any update, we will update the information.